Manufacturer narrative:
Evaluation codes - results code - (other): wash collar.

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated intermittent low total bilirubin (tbil) results. Customer reported that they found one example of a control that ran low for tbil and recovered higher upon repeat on the other dxc. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the photometer lamp and recalibrated all chemistries. The fse replaced the sample probe and collar wash. The fse performed reagent carousel alignment to cartridge.